Event description:
Complaint from customer that case had deformed (melted) by power switch/fuse. Customer e-mailed a photo that appeared to show the plastic was hot, possibly melted. The pt was not using the device at time of malfunction. The pt was not injured.

Manufacturer narrative:
Devices were returned on 02/21/08. Power switch had burnt/melted. The compressors were connected to power source and they operated normally without drawing excessive current. All electronics functioned properly. There was no apparent electrical reason for switch overheating. Note: devices returned did not have the switch covers in place. There was no apparent electrical reason for switch overheating. Conclusions: malfunction of device occurred because the protective cover on the switch had been removed. The lack of a switch cover allowed liquid medication to enter the switch causing the switch to melt in the off position. User removed safety device.